Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 68-year-old male patient, the device's screen turned completely white. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage that is not consistent with typical handling. The lcd screen will be replaced. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.